Event description:
It was reported to boston scientific corporation in 2006 that an rx cannulating sphincterotomes was used during a procedure. (Patient gender, age and weight unknown). According to the complaint, "during procedure, this device was attempted to advance to the target site along a guide wire but it was not possible because the guide wire was stucked in this device." The case was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "ok"

Manufacturer narrative:
A visual evaluation found that an 0.035 inch guidewire could be inserted through the device from the proximal guidewire introducer without difficulty. When the guidewire was backloaded, the end of the guidewire came into contact with part of the guidewire introducer and would not exit the proximal end of the device without difficulty. The heatshrink was removed and the guidewire introducer was taken out of the skive in the extrusion. The leading edge of the inside taper of the introducer appeared to be burred slightly. When the introducer was reinserted into the skive it appeared that the fit with the inner wall of the skive hole was not as tight as usually seen. Customer complaint confirmed. The most probable root cause appears that during manufacturing the introducer and extrusion was not secured as tightly as needed to allow backloading of the guidewire during use.